Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the cause of the reported clip open while locked was unable to be determined. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling. The additional cds0702-ntw device referenced in b5 is filed under separate medwatch report number.

Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4. A mitraclip xtw (31113r3112) was inserted and deployed on the mitral valve. However, after deployment, the clip slightly opened to roughly 20-30 degrees, and the posterior mitral leaflet (pml) had worked its way out a little. It was noted that the clip remained stable on the leaflets. To stabilize the clip, a mitraclip ntw (31026r1063) was then inserted and advanced to the mitral valve, positioned laterally to the first clip. However, the clip became caught in chordae. Troubleshooting was performed, but the clip still could not be freed from the chordae. Although the clip remained in chordae, it was able to grasp both leaflets, with chordae, reducing the mr to a grade of 3-4. No additional clips were implanted. There was no clinically significant delay in the procedure.